Manufacturer narrative:
Upon revision of the investigation the date of manufacture was changed from 02/01/2009 to 02/01/2007.

Manufacturer narrative:
Upon revision of the investigation the date of manufacture was changed from 02/01/2007 02/01/2008.

Event description:
The customer reported a leak behind the main diluter panel of the coulter hmx analyzer with autoloader while running latron controls. The instrument was generating a 'purge flow cell' error when the leak was noticed. The volume of the leak was about 25 ml and was not contained within the instrument. The customer was wearing personal protective equipment (ppe) consisting of gloves and a laboratory coat at the time of the occurrence and there was no report of injury or direct exposure to the leak. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.

Manufacturer narrative:
A field service engineer (fse) evaluated the instrument on 5/15/2015. The fse found a leak at the tubing through pinch valve pv49. The fse replaced the tubing, which repaired the leak and the errors. The repairs were verified per established procedures. (B)(6).